Event description:
It was reported that approximately three weeks after implant of the right atrial (ra) lead, a lead dislodgement was suspected. A loss of capture was also noted. Approximately three weeks later, the lead was repositioned in the right atrial appendage and remains in use. This patient is a participant in the adapt response clinical trial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.